Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 26-feb-2019. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant/ device breakage"), genital haemorrhage ("heavy bleeding"), salpingitis ("both fallopian tubes show lumen fibrosis with atrophic change and chronic inflammatory infiltrates"), depression ("depression"), suicidal ideation ("suicidal thoughts") and autoimmune disorder ("autoimmune disorder") in a 37-year-old female patient who had essure (batch no. B93873) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and pelvic adhesions. Concurrent conditions included chronic cervicitis, endocervical squamous metaplasia, atrophy nos, fibrosis, uterine prolapse and parity 3 (youngest child was 15 months old.). Concomitant products included cannabis sativa (marijuana) since 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of alopecia ("losing my hair/hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and hypersensitivity ("allergic or hypersensitivity reaction / allergy symptoms"). In (B)(6) 2015, the patient experienced rash ("rash on hand, face, around cheeks and top of feet/ skin rash/ rashes or skin conditions/horrible rash getting worse / rash on hands, arms, legs, feet"). In (B)(6) 2015, the patient experienced pain ("severe total body pain"). In 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence"), migraine ("migraines"), headache ("headaches"), hypertension ("hypertension / high blood pressure"), tooth fracture ("dental problems: tooth breakage"), tooth loss ("dental problems:tooth loss"), constipation ("constipation"), diarrhoea ("diarrhea") and abdominal distension ("bloating") and was found to have heart rate irregular ("irregular heart beat"). In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), depression (seriousness criterion medically significant) with mental impairment, fatigue, confusional state, psychiatric symptom, abnormal behaviour, amnesia and mood altered, suicidal ideation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), the first episode of pelvic pain ("pain"), oligomenorrhoea ("long cycles"), discomfort ("felt like her body and tongue were pulsating, when she stood up pulsating was worse"), chills ("chills all of the sudden"), peripheral coldness ("feet were cold / extreme cold feet"), menstrual disorder ("horrible menstrual cycles/menstrual clycle every 35-40 days and last 14-18 days."), madarosis ("losing eye lashes / lost my eyelashes"), anxiety ("anxiety"), asthenia ("body weakness / I feel weak and I cant control it"), vaginal haemorrhage ("spotting here and there since/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy menstrual bleeding with blood clots/ menstrual has not stopped and today is(B)(6) 2015/ menstrual started (B)(6) 2015 for the second time since essure surgery (B)(6) 2014/ menstrual cycle now 35-40 days and las"), the second episode of pelvic pain ("pain"), allergy to metals ("nickel allergy"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), visual impairment ("vision/eye problems"), eye disorder ("eye problems"), mental disorder ("psychological or psychiatric problems"), the second episode of alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), cardiac disorder ("heart disorder/condition"), blood disorder ("blood disorder/condition"), feeling abnormal ("brain fog / foggy brain"), eye discharge ("mucus on eyes"), eye infection ("infections in eye"), inflammation ("inflammation"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), influenza like illness ("flu like pain"), varicella ("chicken pox rash"), helplessness ("feel helpless") and anger ("anger") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed), laproscopies/adhesion lysis, salpingectomy). Essure was removed on (B)(6) 20. At the time of the report, the device breakage, genital haemorrhage, salpingitis, suicidal ideation, autoimmune disorder, oligomenorrhoea, rash, pain, discomfort, chills, peripheral coldness, menstrual disorder, madarosis, anxiety, asthenia, vaginal haemorrhage, urinary incontinence, dysmenorrhoea, the last episode of pelvic pain, allergy to metals, headache, cystitis, urinary tract infection, vaginal infection, hormone level abnormal, visual impairment, eye disorder, mental disorder, the last episode of alopecia, gastrointestinal disorder, cardiac disorder, blood disorder, hypersensitivity, feeling abnormal, eye discharge, eye infection, inflammation, hypertension, heart rate irregular, tooth fracture, tooth loss, constipation, diarrhoea, abdominal distension, weight increased, vaginal discharge, arthralgia, abdominal pain, back pain, influenza like illness, varicella and helplessness outcome was unknown, the depression had not resolved, the menorrhagia and anger had resolved and the migraine was resolving. The reporter provided no causality assessment for chills, discomfort and peripheral coldness with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, anger, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, blood disorder, cardiac disorder, constipation, cystitis, depression, device breakage, diarrhoea, dysmenorrhoea, eye discharge, eye disorder, eye infection, feeling abnormal, gastrointestinal disorder, genital haemorrhage, headache, heart rate irregular, helplessness, hormone level abnormal, hypersensitivity, hypertension, inflammation, influenza like illness, madarosis, menorrhagia, menstrual disorder, mental disorder, migraine, oligomenorrhoea, pain, rash, salpingitis, suicidal ideation, tooth fracture, tooth loss, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, varicella, visual impairment, weight increased, the first episode of alopecia, the first episode of pelvic pain, the second episode of alopecia and the second episode of pelvic pain to be related to essure. The reporter commented: on an unknown date she had surgery : laparoscopies x 2, lysis of adhesions. Discrepancy noted in essure removal date as previously given (B)(6) 2015 and now in pfs as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-feb-2019: mr and social media received: events: salpingitis, helplessness, anger, varicella, influenza like illness were added. Reporters were added. Concomitant conditions were added. Removal date of essure was updated. Reporter causality comment was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 09-apr-2015. The most recent information was received on 03-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant/ device breakage'), genital haemorrhage ('heavy bleeding'), salpingitis ('both fallopian tubes show lumen fibrosis with atrophic change and chronic inflammatory infiltrates'), depression ('depression,psychological or psychiatric problems condition: depression'), suicidal ideation ('suicidal thoughts') and autoimmune disorder ('autoimmune disorder') in a 37-year-old female patient who had essure (batch no. B93873) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystitis in 2003, multiparous, pelvic adhesions and overweight. Concurrent conditions included chronic cervicitis, endocervical squamous metaplasia, atrophy nos, fibrosis, uterine prolapse, parity 3 (youngest child was 15 months old.), hypertension, depression and anxiety. Concomitant products included cannabis sativa (marijuana) since 2015 and hydrochlorothiazide since (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("spotting here and there since/ abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/heavy menstrual bleeding with blood clots/ menstrual has not stopped and today is (B)(6) 2015 / menstrual started (B)(6) 2015 for the second time since essure surgery (B)(6) 2014 / menstrual cycle now 35-40 days and las"). In (B)(6) 2015, the patient experienced the first episode of alopecia ("losing my hair/hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and hypersensitivity ("allergic or hypersensitivity reaction / allergy symptoms"). In (B)(6) 2015, the patient experienced rash pruritic ("rash on hand, face, around cheeks and top of feet/ skin rash/horrible rash getting worse / rash on hands, arms, legs, feet /itching from rash,rashes"). In (B)(6) 2015, the patient experienced pain ("severe total body pain"). In 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence"), migraine ("migraines"), headache ("headaches"), hypertension ("hypertension / high blood pressure,blood or heart disorder/condition type:hypertension"), constipation ("constipation,gastrointestinal or digestive system condition type: constipation"), diarrhoea ("diarrhea") and abdominal distension ("bloating") and was found to have heart rate irregular ("irregular heart beat"). In (B)(6) 2015, the patient experienced tooth fracture ("dental problems: tooth breakage") and tooth loss ("dental problems:tooth loss"). In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), depression (seriousness criterion medically significant) with mental impairment, fatigue, confusional state, psychiatric symptom, abnormal behaviour, amnesia and mood altered, suicidal ideation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), the first episode of pelvic pain ("pain"), oligomenorrhoea ("long cycles"), discomfort ("felt like her body and tongue were pulsating, when she stood up pulsating was worse"), chills ("chills all of the sudden"), peripheral coldness ("feet were cold / extreme cold feet"), menstrual disorder ("horrible menstrual cycles/menstrual clycle every 35-40 days and last 14-18 days."), madarosis ("losing eye lashes / lost my eyelashes"), anxiety ("anxiety,psychological or psychiatric problems condition :anxiety"), asthenia ("body weakness / I feel weak and I cant control it"), the second episode of pelvic pain ("pain"), allergy to metals ("nickel allergy"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)/uti"), vaginal infection ("infection (vaginal)"), mood swings ("hormonal changes/hormonal changes describe: mood swings"), visual impairment ("vision/eye problems"), eye disorder ("eye problems"), mental disorder ("psychological or psychiatric problems"), the second episode of alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), cardiac disorder ("heart disorder/condition"), blood disorder ("blood disorder/condition"), feeling abnormal ("brain fog / foggy brain/could not think or focus (brain fog)"), eye discharge ("mucus on eyes,eye problems type: mucus on eyes, infections in eye."), eye infection ("infections in eye"), inflammation ("inflammation"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), influenza like illness ("flu like pain/I felt like I had flu"), varicella ("chicken pox rash"), helplessness ("feel helpless"), anger ("anger"), abdominal pain upper ("stomach hurt"), nausea ("nauseous"), frustration tolerance decreased ("I was so frustrated I couldnot answer simple questions without yelling at my dad and kids"), crying ("then crying and asked them to forgive me "), malaise ("the whole time I was sick") and cough ("started a horrible cough") and was found to have weight increased ("weight gain"). The patient was treated with avena sativa fluid extract (aveeno) and surgery (ablation and total hysterectomy (uterus and cervix removed), laproscopies/adhesion lysis, salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, genital haemorrhage, salpingitis, suicidal ideation, autoimmune disorder, oligomenorrhoea, pain, discomfort, chills, peripheral coldness, menstrual disorder, madarosis, asthenia, vaginal haemorrhage, urinary incontinence, dysmenorrhoea, the last episode of pelvic pain, allergy to metals, headache, cystitis, urinary tract infection, vaginal infection, mood swings, visual impairment, eye disorder, mental disorder, the last episode of alopecia, gastrointestinal disorder, cardiac disorder, blood disorder, hypersensitivity, feeling abnormal, eye discharge, eye infection, inflammation, hypertension, heart rate irregular, tooth fracture, tooth loss, constipation, diarrhoea, abdominal distension, weight increased, vaginal discharge, arthralgia, abdominal pain, back pain, influenza like illness, varicella, helplessness, abdominal pain upper, nausea, frustration tolerance decreased, crying and malaise outcome was unknown, the depression and anxiety had not resolved, the menorrhagia and anger had resolved and the migraine was resolving. The reporter provided no causality assessment for chills, discomfort and peripheral coldness with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, anger, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, blood disorder, cardiac disorder, constipation, cough, crying, cystitis, depression, device breakage, diarrhoea, dysmenorrhoea, eye discharge, eye disorder, eye infection, feeling abnormal, frustration tolerance decreased, gastrointestinal disorder, genital haemorrhage, headache, heart rate irregular, helplessness, hypersensitivity, hypertension, inflammation, influenza like illness, madarosis, malaise, menorrhagia, menstrual disorder, mental disorder, migraine, mood swings, nausea, oligomenorrhoea, pain, rash pruritic, salpingitis, suicidal ideation, tooth fracture, tooth loss, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, varicella, visual impairment, weight increased, the first episode of alopecia, the first episode of pelvic pain, the second episode of alopecia and the second episode of pelvic pain to be related to essure. The reporter commented: current weight 198 lbs. On an unknown date she had surgery : laparoscopies x 2, lysis of adhesions. Discrepancy noted in essure removal date as previously given (B)(6) 2015 and now in pfs as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain and the following ones were reported via social media: fatigue, abdominal pain upper, weak, nauseous, rash, oligomenorrhea, rash pruritic, feeling abnormal and anxiety. Concerning the injuries reported in this case, the following ones were reported via social media: then crying and asked them to forgive me , the whole time I was sick , started a horrible cough. Most recent follow-up information incorporated above includes: on 3-dec-2019: plaintiff fact sheet and social media received , new reporter, patent concomitant condition and medication ,event then crying and asked them to forgive me ,the whole time I was sick,started a horrible cough and outcome were added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 09-apr-2015. The most recent information was received on 27-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant/ device breakage"), genital haemorrhage ("heavy bleeding"), depression ("depression"), suicidal ideation ("suicidal thoughts") and autoimmune disorder ("autoimmune disorder") in a 37-year-old female patient who had essure (batch no. B93873) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic cervicitis, endocervical squamous metaplasia, atrophy nos, fibrosis and uterine prolapse. Concomitant products included cannabis sativa (marijuana) since 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of alopecia ("losing my hair/hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and hypersensitivity ("allergic or hypersensitivity reaction"). In (B)(6) 2015, the patient experienced pain ("severe total body pain"). In 2015, the patient experienced rash ("rash on hand, face, around cheeks and top of feet/ skin rash/ rashes or skin conditions"), urinary incontinence ("bladder or urinary problems or changes: incontinence"), migraine ("migraines"), headache ("headaches"), hypertension ("hypertension"), heart rate irregular ("irregular heart beat"), tooth fracture ("dental problems: tooth breakage"), tooth loss ("dental problems:tooth loss"), constipation ("constipation"), diarrhoea ("diarrhea") and abdominal distension ("bloating"). In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression (seriousness criterion medically significant) with mental impairment, fatigue, confusional state, psychiatric symptom, abnormal behaviour, amnesia and mood altered, suicidal ideation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), the first episode of pelvic pain ("pain"), oligomenorrhoea ("long cycles"), discomfort ("felt like her body and tongue were pulsating, when she stood up pulsating was worse"), chills ("chills all of the sudden"), peripheral coldness ("feet were cold"), menstrual disorder ("horrible menstrual cycles."), madarosis ("losing eye lashes"), anxiety ("anxiety"), asthenia ("body weakness"), vaginal haemorrhage ("spotting here and there since/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), the second episode of pelvic pain ("pain"), allergy to metals ("nickel allergy"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), hormone level abnormal ("hormonal changes"), visual impairment ("vision/eye problems"), eye disorder ("eye problems"), mental disorder ("psychological or psychiatric problems"), the second episode of alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), cardiac disorder ("heart disorder/condition"), blood disorder ("blood disorder/condition"), feeling abnormal ("brain fog"), eye discharge ("mucus on eyes"), eye infection ("infections in eye"), inflammation ("inflammation"), weight increased ("weight gain"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) surgical removal of coil(s)/laproscopies/adhesion lys) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, genital haemorrhage, suicidal ideation, autoimmune disorder, oligomenorrhoea, rash, pain, discomfort, chills, peripheral coldness, menstrual disorder, madarosis, anxiety, asthenia, vaginal haemorrhage, urinary incontinence, dysmenorrhoea, the last episode of pelvic pain, allergy to metals, headache, cystitis, urinary tract infection, vaginal infection, hormone level abnormal, visual impairment, eye disorder, mental disorder, the last episode of alopecia, gastrointestinal disorder, cardiac disorder, blood disorder, hypersensitivity, feeling abnormal, eye discharge, eye infection, inflammation, hypertension, heart rate irregular, tooth fracture, tooth loss, constipation, diarrhoea, abdominal distension, weight increased, vaginal discharge, arthralgia, abdominal pain and back pain outcome was unknown, the depression had not resolved, the menorrhagia had resolved and the migraine was resolving. The reporter provided no causality assessment for chills, discomfort and peripheral coldness with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, blood disorder, cardiac disorder, constipation, cystitis, depression, device breakage, diarrhoea, dysmenorrhoea, eye discharge, eye disorder, eye infection, feeling abnormal, gastrointestinal disorder, genital haemorrhage, headache, heart rate irregular, hormone level abnormal, hypersensitivity, hypertension, inflammation, madarosis, menorrhagia, menstrual disorder, mental disorder, migraine, oligomenorrhoea, pain, rash, suicidal ideation, tooth fracture, tooth loss, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight increased, the first episode of alopecia, the first episode of pelvic pain, the second episode of alopecia and the second episode of pelvic pain to be related to essure. The reporter commented: on an unknown date she had surgery : laparoscopies x 2, lysis of adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("fracturing of the implant"), genital haemorrhage ("heavy bleeding"), depression ("depression") and suicidal ideation ("suicidal thoughts") in a (B)(6) female patient who had essure (batch no. 883873 (invalid)) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pain ("severe total body pain"). In 2015, the patient experienced rash ("rash on hand, face, around cheeks and top of feet/ skin rash"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression (seriousness criterion medically significant) with mental impairment, fatigue, confusional state, psychiatric symptom, abnormal behaviour, amnesia and mood altered, suicidal ideation (seriousness criterion medically significant), pelvic pain ("pain"), oligomenorrhoea ("long cycles"), discomfort ("felt like her body and tongue were pulsating, when she stood up pulsating was worse"), chills ("chills all of the sudden"), peripheral coldness ("feet were cold"), menstrual disorder ("horrible menstrual cycles."), alopecia ("losing my hair/hair loss"), madarosis ("losing eye lashes"), anxiety ("anxiety"), asthenia ("body weakness") and vaginal haemorrhage ("spotting here and there since"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, genital haemorrhage, depression, suicidal ideation, pelvic pain, oligomenorrhoea, rash, pain, discomfort, chills, peripheral coldness, menstrual disorder, alopecia, madarosis, anxiety, asthenia and vaginal haemorrhage outcome was unknown. The reporter considered alopecia, anxiety, asthenia, depression, device breakage, genital haemorrhage, madarosis, menstrual disorder, oligomenorrhoea, pain, pelvic pain, rash, suicidal ideation and vaginal haemorrhage to be related to essure. The reporter provided no causality assessment for chills, discomfort and peripheral coldness with essure. Quality-safety evaluation of ptc: lot number 883873 is not valid. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. This ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 28-mar-2017: legal claim received. Case was upgraded to incident. Following adverse events were added: fracturing of the implant, heavy bleeding, pain, anxiety, long cycles, depression, weakness, memory loss, mood changes, and suicidal thoughts. "Essure legal manufacture has changed from (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only company causality comment: this case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 and reported adverse events including fracturing of the implant, heavy bleeding (regarded as genital bleeding), depression and suicidal thoughts. On (B)(6) 2015, she underwent surgery and essure was removed. Device breakage with essure may happen, mainly during difficult insertions. Also during or following essure insertion procedure genital bleeding may occur. In this case the exact date and mechanism of these events are unknown. Concerning the remaining events, women have high risk for developing depressive disorders. Several biological processes are thought to be involved in the predisposition of women to depression, including an undue sensitivity to hormonal fluctuations in brain systems that mediate depressive states. In this case, limited information was provided about consumer's depression. This case was upgraded to incident upon receipt of a legal complaint, since device removal was required (reported upon follow-up). Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information will be obtained through the litigation process

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 09-apr-2015. The most recent information was received on 17-jul-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant/ device breakage'), genital haemorrhage ('heavy bleeding'), salpingitis ('both fallopian tubes show lumen fibrosis with atrophic change and chronic inflammatory infiltrates'), depression ('depression'), suicidal ideation ('suicidal thoughts') and autoimmune disorder ('autoimmune disorder') in a 37-year-old female patient who had essure (batch no. B93873) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystitis in (B)(6) , multiparous and pelvic adhesions. Concurrent conditions included chronic cervicitis, endocervical squamous metaplasia, atrophy nos, fibrosis, uterine prolapse, parity 3 (youngest child was 15 months old.), hypertension, depression and anxiety. Concomitant products included cannabis sativa (marijuana) since (B)(6) . On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of alopecia ("losing my hair/hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and hypersensitivity ("allergic or hypersensitivity reaction / allergy symptoms"). In (B)(6) 2015, the patient experienced rash pruritic ("rash on hand, face, around cheeks and top of feet/ skin rash/horrible rash getting worse / rash on hands, arms, legs, feet /itching from rash"). In (B)(6) 2015, the patient experienced pain ("severe total body pain"). In (B)(6) , the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence"), migraine ("migraines"), headache ("headaches"), hypertension ("hypertension / high blood pressure"), tooth fracture ("dental problems: tooth breakage"), tooth loss ("dental problems:tooth loss"), constipation ("constipation"), diarrhoea ("diarrhea") and abdominal distension ("bloating") and was found to have heart rate irregular ("irregular heart beat"). In (B)(6) , the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), depression (seriousness criterion medically significant) with mental impairment, fatigue, confusional state, psychiatric symptom, abnormal behaviour, amnesia and mood altered, suicidal ideation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), the first episode of pelvic pain ("pain"), oligomenorrhoea ("long cycles"), discomfort ("felt like her body and tongue were pulsating, when she stood up pulsating was worse"), chills ("chills all of the sudden"), peripheral coldness ("feet were cold / extreme cold feet"), menstrual disorder ("horrible menstrual cycles/menstrual cycle every 35-40 days and last 14-18 days."), madarosis ("losing eye lashes / lost my eyelashes"), anxiety ("anxiety"), asthenia ("body weakness / I feel weak and I cant control it"), vaginal haemorrhage ("spotting here and there since/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy menstrual bleeding with blood clots/ menstrual has not stopped and today is (B)(6) 2015 / menstrual started (B)(6) 2015 for the second time since essure surgery (B)(6) 2014 / menstrual cycle now 35-40 days and las"), the second episode of pelvic pain ("pain"), allergy to metals ("nickel allergy"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)/uti"), vaginal infection ("infection (vaginal)"), visual impairment ("vision/eye problems"), eye disorder ("eye problems"), mental disorder ("psychological or psychiatric problems"), the second episode of alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), cardiac disorder ("heart disorder/condition"), blood disorder ("blood disorder/condition"), feeling abnormal ("brain fog / foggy brain/could not think or focus (brain fog)"), eye discharge ("mucus on eyes"), eye infection ("infections in eye"), inflammation ("inflammation"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), influenza like illness ("flu like pain/I felt like I had flu"), varicella ("chicken pox rash"), helplessness ("feel helpless"), anger ("anger"), abdominal pain upper ("stomach hurt"), nausea ("nauseous") and frustration tolerance decreased ("I was so frustrated I could not answer simple questions without yelling at my dad and kids") and was found to have hormone level abnormal ("hormonal changes/hormonal changes describe: mood swings") and weight increased ("weight gain"). The patient was treated with avena sativa fluid extract (aveeno) and surgery (ablation and total hysterectomy (uterus and cervix removed), laproscopies/adhesion lysis, salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, genital haemorrhage, salpingitis, suicidal ideation, autoimmune disorder, oligomenorrhoea, pain, discomfort, chills, peripheral coldness, menstrual disorder, madarosis, anxiety, asthenia, vaginal haemorrhage, urinary incontinence, dysmenorrhoea, the last episode of pelvic pain, allergy to metals, headache, cystitis, urinary tract infection, vaginal infection, hormone level abnormal, visual impairment, eye disorder, mental disorder, the last episode of alopecia, gastrointestinal disorder, cardiac disorder, blood disorder, hypersensitivity, feeling abnormal, eye discharge, eye infection, inflammation, hypertension, heart rate irregular, tooth fracture, tooth loss, constipation, diarrhoea, abdominal distension, weight increased, vaginal discharge, arthralgia, abdominal pain, back pain, influenza like illness, varicella, helplessness, abdominal pain upper, nausea and frustration tolerance decreased outcome was unknown, the depression had not resolved, the rash pruritic and migraine was resolving and the menorrhagia and anger had resolved. The reporter provided no causality assessment for chills, discomfort and peripheral coldness with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, anger, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, blood disorder, cardiac disorder, constipation, cystitis, depression, device breakage, diarrhoea, dysmenorrhoea, eye discharge, eye disorder, eye infection, feeling abnormal, frustration tolerance decreased, gastrointestinal disorder, genital haemorrhage, headache, heart rate irregular, helplessness, hormone level abnormal, hypersensitivity, hypertension, inflammation, influenza like illness, madarosis, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, oligomenorrhoea, pain, rash pruritic, salpingitis, suicidal ideation, tooth fracture, tooth loss, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, varicella, visual impairment, weight increased, the first episode of alopecia, the first episode of pelvic pain, the second episode of alopecia and the second episode of pelvic pain to be related to essure. The reporter commented: current weight 198 lbs. On an unknown date she had surgery : laparoscopies x 2, lysis of adhesions. Discrepancy noted in essure removal date as previously given (B)(6) 2015 and now in pfs as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain and the following ones were reported via social media: fatigue, abdominal pain upper, weak, nauseous, rash, oligomenorrhea, rash pruritic, feeling abnormal and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: hormone imbalance replaced by mood swings. Events added from social media- stomach hurt nauseous, and frustration were added. Event verbatim was updated as rash on hand, face, around cheeks and top of feet/ skin rash/horrible rash getting worse / rash on hands, arms, legs, feet /itching from rash and pt was updated to rash pruritic. Event outcome of rash pruritic outcome was updated to recovering/resolving. Patient¿s demographic details and concurrent conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1337) on 09-apr-2015. The most recent information was received on 07-may-2019. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant/ device breakage"), genital haemorrhage ("heavy bleeding"), salpingitis ("both fallopian tubes show lumen fibrosis with atrophic change and chronic inflammatory infiltrates"), depression ("depression"), suicidal ideation ("suicidal thoughts") and autoimmune disorder ("autoimmune disorder") in a 37-year-old female patient who had essure (batch no. B93873) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and pelvic adhesions. Concurrent conditions included chronic cervicitis, endocervical squamous metaplasia, atrophy nos, fibrosis, uterine prolapse and parity 3 (youngest child was 15 months old.). Concomitant products included cannabis sativa (marijuana) since 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of alopecia ("losing my hair/hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and hypersensitivity ("allergic or hypersensitivity reaction / allergy symptoms"). In (B)(6) 2015, the patient experienced rash ("rash on hand, face, around cheeks and top of feet/ skin rash/ rashes or skin conditions/horrible rash getting worse / rash on hands, arms, legs, feet"). In (B)(6) 2015, the patient experienced pain ("severe total body pain"). In 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence"), migraine ("migraines"), headache ("headaches"), hypertension ("hypertension / high blood pressure"), tooth fracture ("dental problems: tooth breakage"), tooth loss ("dental problems:tooth loss"), constipation ("constipation"), diarrhoea ("diarrhea") and abdominal distension ("bloating") and was found to have heart rate irregular ("irregular heart beat"). In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), depression (seriousness criterion medically significant) with mental impairment, fatigue, confusional state, psychiatric symptom, abnormal behaviour, amnesia and mood altered, suicidal ideation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), the first episode of pelvic pain ("pain"), oligomenorrhoea ("long cycles"), discomfort ("felt like her body and tongue were pulsating, when she stood up pulsating was worse"), chills ("chills all of the sudden"), peripheral coldness ("feet were cold / extreme cold feet"), menstrual disorder ("horrible menstrual cycles/menstrual cycle every 35-40 days and last 14-18 days."), madarosis ("losing eye lashes / lost my eyelashes"), anxiety ("anxiety"), asthenia ("body weakness / I feel weak and I cant control it"), vaginal haemorrhage ("spotting here and there since/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy menstrual bleeding with blood clots/ menstrual has not stopped and today is (B)(6) 2015 / menstrual started (B)(6) 2015 for the second time since essure surgery (B)(6) 2014 / menstrual cycle now 35-40 days and las"), the second episode of pelvic pain ("pain"), allergy to metals ("nickel allergy"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), visual impairment ("vision/eye problems"), eye disorder ("eye problems"), mental disorder ("psychological or psychiatric problems"), the second episode of alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), cardiac disorder ("heart disorder/condition"), blood disorder ("blood disorder/condition"), feeling abnormal ("brain fog / foggy brain"), eye discharge ("mucus on eyes"), eye infection ("infections in eye"), inflammation ("inflammation"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), influenza like illness ("flu like pain"), varicella ("chicken pox rash"), helplessness ("feel helpless") and anger ("anger") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed), laparoscopies/adhesion lysis, salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, genital haemorrhage, salpingitis, suicidal ideation, autoimmune disorder, oligomenorrhoea, rash, pain, discomfort, chills, peripheral coldness, menstrual disorder, madarosis, anxiety, asthenia, vaginal haemorrhage, urinary incontinence, dysmenorrhoea, the last episode of pelvic pain, allergy to metals, headache, cystitis, urinary tract infection, vaginal infection, hormone level abnormal, visual impairment, eye disorder, mental disorder, the last episode of alopecia, gastrointestinal disorder, cardiac disorder, blood disorder, hypersensitivity, feeling abnormal, eye discharge, eye infection, inflammation, hypertension, heart rate irregular, tooth fracture, tooth loss, constipation, diarrhoea, abdominal distension, weight increased, vaginal discharge, arthralgia, abdominal pain, back pain, influenza like illness, varicella and helplessness outcome was unknown, the depression had not resolved, the menorrhagia and anger had resolved and the migraine was resolving. The reporter provided no causality assessment for chills, discomfort and peripheral coldness with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, anger, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, blood disorder, cardiac disorder, constipation, cystitis, depression, device breakage, diarrhoea, dysmenorrhoea, eye discharge, eye disorder, eye infection, feeling abnormal, gastrointestinal disorder, genital haemorrhage, headache, heart rate irregular, helplessness, hormone level abnormal, hypersensitivity, hypertension, inflammation, influenza like illness, madarosis, menorrhagia, menstrual disorder, mental disorder, migraine, oligomenorrhoea, pain, rash, salpingitis, suicidal ideation, tooth fracture, tooth loss, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, varicella, visual impairment, weight increased, the first episode of alopecia, the first episode of pelvic pain, the second episode of alopecia and the second episode of pelvic pain to be related to essure. The reporter commented: on an unknown date she had surgery : laparoscopies x 2, lysis of adhesions. Discrepancy noted in essure removal date as previously given (B)(6) 2015 and now in pfs as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain. Batch no b93873, production date 2013-10-04, and expiration date 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: quality-safety evaluation of ptc. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant/ device breakage"), genital haemorrhage ("heavy bleeding"), depression ("depression"), suicidal ideation ("suicidal thoughts") and autoimmune disorder ("autoimmune disorder") in a 37-year-old female patient who had essure (batch no. B93873) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic cervicitis, endocervical squamous metaplasia, atrophy nos, fibrosis and uterine prolapse. Concomitant products included cannabis sativa (marijuana) since 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of alopecia ("losing my hair/hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and hypersensitivity ("allergic or hypersensitivity reaction"). In (B)(6) 2015, the patient experienced pain ("severe total body pain"). In 2015, the patient experienced rash ("rash on hand, face, around cheeks and top of feet/ skin rash/ rashes or skin conditions"), incontinence ("bladder or urinary problems or changes: incontinence"), migraine ("migraines"), headache ("headaches"), hypertension ("hypertension"), heart rate irregular ("irregular heart beat"), tooth fracture ("dental problems: tooth breakage"), tooth loss ("dental problems:tooth loss"), constipation ("constipation"), diarrhoea ("diarrhea") and abdominal distension ("bloating"). In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression (seriousness criterion medically significant) with mental impairment, fatigue, confusional state, psychiatric symptom, abnormal behaviour, amnesia and mood altered, suicidal ideation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), the first episode of pelvic pain ("pain"), oligomenorrhoea ("long cycles"), discomfort ("felt like her body and tongue were pulsating, when she stood up pulsating was worse"), chills ("chills all of the sudden"), peripheral coldness ("feet were cold"), menstrual disorder ("horrible menstrual cycles."), madarosis ("losing eye lashes"), anxiety ("anxiety"), asthenia ("body weakness"), vaginal haemorrhage ("spotting here and there since/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), the second episode of pelvic pain ("pain"), allergy to metals ("nickel allergy"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), hormone level abnormal ("hormonal changes"), visual impairment ("vision/eye problems"), eye disorder ("eye problems"), mental disorder ("psychological or psychiatric problems"), the second episode of alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), cardiac disorder ("heart disorder/condition"), blood disorder ("blood disorder/condition"), feeling abnormal ("brain fog"), eye discharge ("mucus on eyes"), eye infection ("infections in eye"), inflammation ("inflammation"), weight increased ("weight gain"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) surgical removal of coil(s)/laproscopies/adhesion lys) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, genital haemorrhage, suicidal ideation, autoimmune disorder, oligomenorrhoea, rash, pain, discomfort, chills, peripheral coldness, menstrual disorder, madarosis, anxiety, asthenia, vaginal haemorrhage, incontinence, dysmenorrhoea, the last episode of pelvic pain, allergy to metals, headache, cystitis, urinary tract infection, vaginal infection, hormone level abnormal, visual impairment, eye disorder, mental disorder, the last episode of alopecia, gastrointestinal disorder, cardiac disorder, blood disorder, hypersensitivity, feeling abnormal, eye discharge, eye infection, inflammation, hypertension, heart rate irregular, tooth fracture, tooth loss, constipation, diarrhoea, abdominal distension, weight increased, vaginal discharge, arthralgia, abdominal pain and back pain outcome was unknown, the depression had not resolved, the menorrhagia had resolved and the migraine was resolving. The reporter provided no causality assessment for chills, discomfort and peripheral coldness with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, blood disorder, cardiac disorder, constipation, cystitis, depression, device breakage, diarrhoea, dysmenorrhoea, eye discharge, eye disorder, eye infection, feeling abnormal, gastrointestinal disorder, genital haemorrhage, headache, heart rate irregular, hormone level abnormal, hypersensitivity, hypertension, incontinence, inflammation, madarosis, menorrhagia, menstrual disorder, mental disorder, migraine, oligomenorrhoea, pain, rash, suicidal ideation, tooth fracture, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight increased, the first episode of alopecia, the first episode of pelvic pain, the second episode of alopecia and the second episode of pelvic pain to be related to essure. The reporter commented: on an unknown date she had surgery : laparoscopies x 2, lysis of adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 5-jun-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: brain fog, eye discharge, , infections in eye, inflammation nos, irregular heart beat, hypertension, tooth breakage, constipation, diarrhea, bloating, weight gain, vaginal discharge, joint pain, back pain. Event outcome of depression updated to not recovered. Event outcome of memory loss, migraines updated to recovering. Product stop date changed from (B)(6) 2015 to (B)(6) 2015. On 7-jun-2018: medical records received. Other relevant history added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant/ device breakage"), genital haemorrhage ("heavy bleeding"), depression ("depression"), suicidal ideation ("suicidal thoughts") and autoimmune disorder ("autoimmune disorder") in a 37-year-old female patient who had essure (batch no. B93873) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pain ("severe total body pain"). In 2015, the patient experienced rash ("rash on hand, face, around cheeks and top of feet/ skin rash/ rashes or skin conditions"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depression (seriousness criterion medically significant) with mental impairment, fatigue, confusional state, psychiatric symptom, abnormal behaviour, amnesia and mood altered, suicidal ideation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), the first episode of pelvic pain ("pain"), oligomenorrhoea ("long cycles"), discomfort ("felt like her body and tongue were pulsating, when she stood up pulsating was worse"), chills ("chills all of the sudden"), peripheral coldness ("feet were cold"), menstrual disorder ("horrible menstrual cycles."), the first episode of alopecia ("losing my hair/hair loss"), madarosis ("losing eye lashes"), anxiety ("anxiety"), asthenia ("body weakness"), vaginal haemorrhage ("spotting here and there since/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of pelvic pain ("pain"), allergy to metals ("nickel allergy"), migraine ("migraines"), headache ("headaches"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), hormone level abnormal ("hormonal changes"), visual impairment ("vision/eye problems"), eye disorder ("eye problems"), mental disorder ("psychological or psychiatric problems"), the second episode of alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), cardiac disorder ("heart disorder/condition"), blood disorder ("blood disorder/condition") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) surgical removal of coil(s)) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, genital haemorrhage, depression, suicidal ideation, autoimmune disorder, oligomenorrhoea, rash, pain, discomfort, chills, peripheral coldness, menstrual disorder, madarosis, anxiety, asthenia, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, the last episode of pelvic pain, allergy to metals, migraine, headache, cystitis, urinary tract infection, vaginal infection, hormone level abnormal, visual impairment, eye disorder, mental disorder, the last episode of alopecia, gastrointestinal disorder, cardiac disorder, blood disorder and hypersensitivity outcome was unknown and the menorrhagia had resolved. The reporter provided no causality assessment for chills, discomfort and peripheral coldness with essure. The reporter considered allergy to metals, anxiety, asthenia, autoimmune disorder, bladder disorder, blood disorder, cardiac disorder, cystitis, depression, device breakage, dysmenorrhoea, eye disorder, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, madarosis, menorrhagia, menstrual disorder, mental disorder, migraine, oligomenorrhoea, pain, rash, suicidal ideation, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, the first episode of alopecia, the first episode of pelvic pain, the second episode of alopecia and the second episode of pelvic pain to be related to essure. The reporter commented: on an unknown date she had surgery : laparoscopies x 2, lysis of adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and patient demographic updated. Updated suspect drug indication and lot number. Added events abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction, autoimmune disorder, bladder or urinary problems or changes, blood or heart disorder/condition, dental problems, dysmenorrhea (cramping), pain, nickel allergy, migraines / headaches, infection (bladder/ urinary tract/vaginal), hormonal changes, vision/eye problems, psychological or psychiatric problems, hair loss,gastrointestinal or digestive system condition. Updated events and onset dates. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.